Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon experienced a difference in focus between the left and the right eyes in the surgeons console. The site changed da vinci surgical systems to successfully complete the procedure which created a 30 min delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi engineering concluded that the focus issue experienced by the customer was due to a defective camera head. The system was repaired by replacing the camera head. A camera head converts the reflected photons passing through the endoscope into analog video signals and performs focus adjustment. As of 2008, there have been no reported recurrences of the issue at this hospital.